Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that during the pre-testing of a hakim valve the physician found that the water could not flow in the valve to exhaust the gas in the catheter. Therefore, he changed with another of the same device. There was no surgical delay reported.

Manufacturer narrative:
Unique device identification (B)(4). The valve was returned for evaluation: device history record (DHR) - product code 82-3832 with lot 4088573, conformed to the specifications when released to stock. Failure analysis - the valve was visually inspected, no defects noted. The valve passed for programming, occlusion, leak, reflux, siphon guard and pressure. The catheter passed the test for occlusion. No root cause could be determined as the technician could not confirm any problem with the valve at the time of investigation. The potential cause of failure water could not flow problem reported by the customer could have been due to biological debris and a buildup of protein interfering with the valve mechanism, no issues were noted during the investigation.